Event description:
It was reported that post operative of a laparoscopic cholecystectomy, the patient experienced pain and an ecr scan was done. It was determined that the patient had a common bile duct leak through three clips. It was found that three clips did not form properly. The patient had to be reoperated and is currently fine. It is unknown as to what was done during the revision. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed. Additional information was requested.